Event description:
It was reported that a patient presented in the emergency room due to right ventricular (rv) lead dislodgement resulting in cardiac perforation. The physician elected to explant and replace the rv lead. The patient is recovering after the procedure.